Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a regularly scheduled, annual preventative maintenance (pm) evaluation of the customer's device, physio-control observed that when attempting to shock it gave an "abnormal energy delivery" message on its display and showed zero (0) joules delivered on the defibrillation analyzer. There was no patient use associated with the reported event.